Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they have had a return of symptoms and that their bladder was leaking. Furthermore, their implant was not working as it should be. Additional information was received on (B)(6) 2019 and patient stated that they have an appointed to get the device removed on (B)(6) 2019. No further complications were reported or anticipated.